Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during lunch, with a nadir blood glucose of 42 mg/dl, after a meal announcement that matched intake and following a calibration with a major difference from the cgm reading; the user had filled tubing that morning and was briefly disconnected during the fill, and no additional insulin outside the ilet was taken. Symptoms included hypoglycemia requiring carbohydrate treatment and ems-administered dextrose. Outcomes included medical attention with ems treatment and subsequent recovery of blood glucose to 163 mg/dl. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed an undetermined cause. It was concluded that the event was user-reported hypoglycemia with cause unclear and that the device function could not be conclusively implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.